Event description:
It was reported that the patient's implantable neurostimulator (ins) depleted in a little over 3 years. The usage parameters of the ins were as follows: 3.5 volts, 390 sec, 40 hz with bipolar settings. The therapy impedances were 900 to 1000 ohms and the patient used the ins 16 hours per day. The healthcare professional commented that this was considered premature depletion of the ins battery. The ins was scheduled to be replaced on (B)(6) 2013. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received confirmed that the ins was replaced on (B)(6) 2012 due to "dropped battery life." There were no health hazards reported to the patient. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the neurostimulator model 7425 serial # (B)(4). Showed no significant anomalies and was determined to be at normal end-of-life (eol).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.